Event description:
It was reported that when performing the pre-work inspection procedure described in the instruction manual with the oxygen concentration set to 50%, the high-pressure alarm did not work even though the relief pressure was reached. This occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: no defects were found in the appearance of the device. The reported malfunction could not be reproduced during functional testing. The cause of the complaint was unable to be determined. Adhesive was applied to the outlet connector and attached it to the main unit. The device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.